Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had gastrointestinal bleeding (gi) but has been hemodynamically stable. The gi bleeding has been ongoing since the time of implant but it was a slow bleed, so it was just monitored until (B)(6) 2015 when he was scoped and unspecified areas were cauterized. Since the time of implant the patient has been on a heparin drip and is therapeutic. Additionally, the patient experienced an ischemic stroke on (B)(6) 2015 that was confirmed by computed tomography. The residual effect of the cerebrovascular accident was aphasia. On (B)(6) 2015, the patient experienced a pump stop. The hospital staff verified that it was not user error. The system controller was changed out. Technical service reviewed the submitted data log file and confirmed the reported pump stop event. The events appeared to have occurred while the patient was connected to the power module patient cable. The event log also contained several low speed events associated with pump powers greater than 10 watts. It was discussed with the vad team that given the clinical status of the patient and duration of the implant, it is suspected that the low speed and pump stop events in the history are a result of something passing through the pump. Currently at this point in time, they do not suspect a damaged wire in the driveline. No further information was provided.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The evaluation of the lvad pump confirmed pump thrombosis. The proximal side of the outlet stator revealed a white, tissue-like deposition on one of the stator blades and smaller tissue like-depositions surrounding the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the stator blades or bearing ball. No contact marks were noted on the outlet portion of the rotor; a duration in which it was present in the pump could not be determined. It did not appear to have originated in this location; however, its specific origin could not be determined. If the deposition was present in the pump during operation, it would have potentially caused increased drag on the rotor, resulting in the reported elevated pump power and could also potentially result in cessation of the motor. A direct correlation between lvad pump and the reported gastrointestinal bleed and ischemic stroke could not be conclusively determined; however, the instructions for use list bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the manufacturer received the device on 06/29/2015. It was reported on (B)(4) 2015 that the patient had expired on (B)(6) 2015. The patient had experienced a stroke, elevated pump powers and there was a concern of pump thrombus, all of which were initially reported.

Manufacturer narrative:
Approximate age of device: 53 days. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.